Manufacturer narrative:
A patients ipg incision site was not closing was reported to abbott. It was determined there was an infection at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. Patients wound is healing. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patients ipg incision site was not closing, patient had infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. Patients wound is healing.

Manufacturer narrative:
Date of event is estimated.